Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of femoral loosening and polyethylene wear as stated in the legal documentation. The femoral loosening was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices were not provided.

Manufacturer narrative:
D10/d11: concomitant medical products: concomitants: 07 0020 13 020 a10007 - gps knee implant kit. 2908308 201-78-89 - 3" drill bit, mod. Hex 2 pack. 2923965 200-02-38 - three peg patella 38mm. 2951006 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 32338 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a leftt knee replacement on (B)(4)2014. Approximately 4 years after the initial procedure the patient had a left knee revision on (B)(4) 2018. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(4) 2018. Diagnosis: malaligned left knee with loose components. Patient had gradual worsening pain. Infection workup was negative. Imagining studies showed possible loosing-tibial and femoral components. Significant synovitis with light flaky synovium. Femoral component was grossly loose, came out in surgeon¿s hand. Tibial component was not grossly loose but came out with no bone loss. Patella component was well fixed and left in place. Devices were trialed and then implanted. Patient tolerated procedure well, no complications and was taken to recovery in stable condition.